Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure coil was beginning to perforate through the left fallopian tube"), heavy menstrual bleeding ("menorrhagia") and breast cancer ("breast cancer") in an adult female patient who had essure inserted (lot no. 50705834) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cerebral palsy, post procedural bleeding, adenomyosis, ectopic pregnancy and tubal pregnancy. Previously administered products included: mirena. Concurrent conditions were listed as discomfort, uterine bleeding, rash, fever, chills, menses irregular, ovarian cyst ruptured, cancer and cerebral palsy. Concomitant products included diflucan (fluconazole), depo-provera (medroxyprogesterone acetate), antibiotic [neomycin sulfate;polymyxin b sulfate] and mirena (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013 she experienced pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), feeling abnormal ("foggy mind/emotional foggy mind"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disoder"), affect lability ("increasingly emotional"), abdominal pain ("abdominal pain") and arthralgia ("hips pain"). In (B)(6) 2013 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste in mouth") and herpes virus infection ("outbreak of herpes") and was found to have weight increased ("weight gain"). In (B)(6) 2014 she experienced tooth disorder ("dental problems"). In (B)(6) 2014 she experienced alopecia ("hair loss"). In (B)(6) 2016 she was found to have breast cancer (seriousness criterion medically important). Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), anxiety ("anxiety"), abdominal distension ("abdominal bloating") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coil, hysterectomy, dilation and curretage and chemotherapy and mastectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal distension, abdominal pain, affect lability, alopecia, anxiety, arthralgia, attention deficit hyperactivity disorder, bladder disorder, breast cancer, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, heavy menstrual bleeding, herpes virus infection, migraine, mood swings, oligomenorrhoea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure administration. The reporter commented: she had felt that she could feel the coils twisting inside of her and it's really uncomfortable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.835 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, breast cancer, attention deficit hyperactivity disorder, heavy menstrual bleeding, dysmenorrhea, vaginal bleeding, yeast infection, outbreak of herpes, oligomenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : essure coil was beginning to perforate through the left fallopian tube. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-jun-2022: no new clinical information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil was beginning to perforate through the left fallopian tube'), menorrhagia ('menorrhagia') and breast cancer ('breast cancer') in an adult female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal pregnancy, ectopic pregnancy, adenomyosis, post procedural bleeding and cerebral palsy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cerebral palsy, cancer, ovarian cyst ruptured, menses irregular, chills, fever, rash, uterine bleeding and discomfort. Concomitant products included fluconazole (diflucan), levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera) and neomycin sulfate;polymyxin b sulfate (antibiotic). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), feeling abnormal ("foggy mind/emotional foggy mind"), attention deficit/hyperactivity disorder ("attention deficit hyperactivity disoder"), affect lability ("increasingly emotional"), abdominal pain ("abdominal pain") and arthralgia ("hips pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste in mouth") and herpes virus infection ("outbreak of herpes") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal distension ("abdominal bloating") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (chemotherapy and mastectomy, dilation and curretage and laparoscopic bilateral salpingectomy with removal of essure coil, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, vulvovaginal mycotic infection, migraine, headache, anxiety, feeling abnormal, breast cancer, vaginal discharge, weight increased, dysgeusia, attention deficit/hyperactivity disorder, affect lability, herpes virus infection, abdominal pain, arthralgia, abdominal distension and oligomenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, affect lability, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, bladder disorder, breast cancer, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, herpes virus infection, menorrhagia, migraine, mood swings, oligomenorrhoea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had felt that she could feel the coils twisting inside of her and it's really uncomfortable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, breast cancer, attention deficit hyperactivity disorder, heavy menstrual bleeding, dysmenorrhea, vaginal bleeding, yeast infection, outbreak of herpes, oligomenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : essure coil was beginning to perforate through the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil was beginning to perforate through the left fallopian tube'), menorrhagia ('menorrhagia') and breast cancer ('breast cancer') in an adult female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, ectopic pregnancy, adenomyosis, post procedural bleeding and cerebral palsy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cerebral palsy, cancer, cyst rupture, menses irregular, chills, fever, rash, uterine bleeding and discomfort. Concomitant products included fluconazole (diflucan), levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera) and neomycin sulfate;polymyxin b sulfate (antibiotic). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), feeling abnormal ("foggy mind/emotional foggy mind"), attention deficit/hyperactivity disorder ("attention deficit hyperactivity disorder"), affect lability ("increasingly emotional"), abdominal pain ("abdominal pain") and arthralgia ("hips pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste in mouth") and herpes virus infection ("outbreak of herpes") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal distension ("abdominal bloating") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (chemotherapy and mastectomy, dilation and curettage and laparoscopic bilateral salpingectomy with removal of essure coil, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, vulvovaginal mycotic infection, migraine, headache, anxiety, feeling abnormal, breast cancer, vaginal discharge, weight increased, dysgeusia, attention deficit/hyperactivity disorder, affect lability, herpes virus infection, abdominal pain, arthralgia, abdominal distension and oligomenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, affect lability, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, bladder disorder, breast cancer, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, herpes virus infection, menorrhagia, migraine, mood swings, oligomenorrhoea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had felt that she could feel the coils twisting inside of her and it's really uncomfortable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, breast cancer, attention deficit hyperactivity disorder, heavy menstrual bleeding, dysmenorrhea, vaginal bleeding, yeast infection, outbreak of herpes, oligomenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : essure coil was beginning to perforate through the left fallopian tube. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Lot number were added. Event injury to herself were updated as pain/chronic pelvic pain. Case become incident. Reporter information were added. Date of removal were added. Medical history, concomitant drug, historical drug and lab data were added. Event : abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, mood swings, yeast infection, migraines, headaches, anxiety, foggy mind/emotional foggy mind, breast cancer, vaginal discharge, weight gain, metallic taste in mouth, attention deficit hyperactivity disorder, increasingly emotional, outbreak of herpes, abdominal pain, hips pain, abdominal bloating, oligomenorrhea, essure coil was beginning to perforate through the left fallopian tube were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.